Event description:
A male pt with minor angulation of the proximal aortic neck underwent aaa repair as labeled in 2007. A confirmatory angiogram following placement of the zenith devices revealed a suspect type I endoleak. Placement of another MFR's stent resolved the leak.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. An internal clinical review concluded that a type I endoleak occurred due to user error and incorrect planning and sizing. Cook's instructions for use indicates: inaccurate placement and /or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Read all instructions carefully. Failure to properly follow instructions, warnings and precautions may lead to serious consequences or injury to the pt.